Event description:
It was reported the insulation on the tip is irregular and peeling back. The defect was identified during use. No patent injury reported. No further information available.

Manufacturer narrative:
Device sample requested, but not received yet. Investigation report not available at time of this report.